Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and sepsis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. The treatment for the peritonitis event was not reported. On an unreported date, the patient was diagnosed with sepsis. The cause of the sepsis event was unknown. The treatment for the sepsis event was not reported. At the time of this report, the patient was recovering from the peritonitis and sepsis events. On an unreported date, the patient had their pd catheter removed due to sepsis. No additional information is available at this time.